Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
In the evening at 5:44, 7:20 and 9:25, the customer received respective blood glucose readings of 126, 179 and 103mg/dl on the contour next link 2.4. Her meter pump bolus option was set up to automatic, but she did not recall if she received any additional insulin. Her normal daily insulin dosage is 42 units. The customer called an ambulance because she could not respond. When they arrived at approximately 10:00pm, she was not totally aware or responsive, and had black outs in between questions. The paramedics tested her blood with their meter and the reading was 17mg/dl. She was taken to the hospital and given IV glucose. She had an MRI to check brain function. Further information was not provided about this test. Once she was able to respond, she was given orange juice, and was discharged at 4:00am the next morning. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.